Manufacturer narrative:
Patient information not available for reporting. Date of event is not known. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the impactor for proximal femoral nail antirotation (pfna) blade disassembled during use. No surgical delay was reported, no information regarding patient condition and outcome was available. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).